Event description:
It was reported that a user experienced an inability to proceed when attempting to change supplies on the ilet, despite two successful dry runs with an agent and all supplies being changed, and the device presented no alerts. Symptoms included no reported clinical effects. Outcomes included no impact on health or functional status. Investigation included phone-based troubleshooting and user education, review of device operation steps, and arrangement for replacement with instructions for shutdown, data sync, return of the current pump, and startup of the replacement device. Investigation of this case revealed an unresolved device operational malfunction with no active alarm and no identified component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device powers on as expected when placed on the charging platform. Functional evaluation through all accessible menu operations, including motor winding and rewinding commands, demonstrated normal operation with no observed errors or abnormal behavior. The device was disassembled for internal inspection; no mechanical damage, contamination, foreign debris, or component-level anomalies were identified. Review of the engineering logs did not reveal a definitive root cause for the reported ¿unable to proceed¿ message. However, examination of the motor log data shows signatures consistent with a transient motor resistance event suggestive of a possible occlusion. This occlusion event may have occurred during a patient-performed supply change and could plausibly account for the reported behavior prompting device return. At the time of evaluation, the device operates within design specifications and all commanded functions perform as intended. The patient-reported complaint is acknowledged and supported by the presence of associated log data. Engineering logs are provided with this complaint for reference.